Event description:
The cable receptor on catheter pulled out of the handle. Ep lab reviewed. When the tech tried to disconnect the catheter from the cable, the receptor on the catheter was broken off from the catheter. The rep was on site and unable to determine what was the cause. A new catheter was used. No injury to the patient.